Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Continuation of medical devices: dtba2d1 crt-d implanted: (B)(6) 2015: d354trg ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing. Several high rate non-sustained episodes were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.